Event description:
It was reported that the patient's log files revealed six power elevations on (B)(6) 2022. Pump flow had been elevated as well. It was possible that there was a material stuck in the pump that was altering its ability to spin. It was noted that the patient was asymptomatic at the time of the event. The patient would be followed through outpatient examinations. The issue self-resolved, but the cause was not identified.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed event as well as the pump power and flow elevations. A specific cause for these findings could not be conclusively determined through this evaluation. The system controller log file contained data ranging from day 1880, hour 3, minute 52 through day 1892, hour 0, minute 58. Transient elevations in pump power and flow were observed during pulsatility index (pi) events beginning on day 1891, hour 21, minute 55, with values reaching as high as 14.0 watts (w) and 10.3 liters per minute (lpm), respectively. A transient low speed event was captured on day 1891, hour 22, minute 55 that resulted in a low speed advisory alarm. This event, as well as the power elevations, occurred while the patient was supported by external 14 volt (v) batteries. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, rev. D, are currently available. The IFU addresses all pump parameters including pump power, speed, and flow. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The IFU further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and the patient handbook also address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a low-speed operation event and elevated pump power and flow values; however, the patient did not experience any symptoms at the time of the events. It was noted that the patient had a history of low-speed operation events when connected to the hospital¿s system monitor, usually in an outpatient setting. A series of normal outpatient examinations including blood collection were performed. A specific cause for the elevated pump power and flow was not identified; however, the elevations eventually resolved. The patient was to be under follow up care.